Event description:
Boston scientific received information that this left ventricular lead displayed pacing impedances greater than 2000 ohms via recent latitude transmissions. Additionally, variable lv intrinsic amplitudes were noted. A follow-up to assess the lead is scheduled for the near future, however no remedial action has yet been taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.